Manufacturer narrative:
(B)(4). The device was manufactured september 30, 2014 - october 1, 2014. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was white, floating particulate matter in the reservoir of a large volume infusor. This was observed after the device was filled with fluorouracil and before patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). (B)(6). Should additional relevant information become available, a supplemental report will be submitted.